Manufacturer narrative:
(B)(4). Date of follow-up report : 12/03/2015. A visual inspection of the incident device revealed tissue in-between the jaws. Tests for resistance, jaw gap and jaw splay were within the allowed range. The device was tested on simulated tissue for proper activation and knife function with acceptable results. Tissue sticking can be caused by improper cleaning practices. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and may reduce effectiveness of the device. Wipe jaw surfaces and edges with a wet gauze pad as needed. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. A review of the relevant device history records for this lot found no entries that could have contributed to the reported issue. There is no trend associated with this issue and no corrective actions are deemed necessary at this time.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would no longer open approximately 1/3 of the way through a laparoscopic hysterectomy. The surgeon used monopolar cautery to resect the tissue around the jaws in order to remove the device. Another ligasure was used to complete the case and there was no injury.